Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient stated the cgm read low and immediately drank apple juice and called 911. At this time, the patient did not check her blood sugar with a finger stick because she did not have a bg meter. The patient stated when the emts arrived, they checked her bg and it was reading 95mg/dl. The patient stated she still felt really low and shaky and the cgm was still displaying low. Patient did not provide further information the event. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.